Event description:
Drug/diluent: 5fu 43/20. Fill volume: 225ml. Flow rate: 5.0ml. Procedure chemotherapy. Cathplace: intravenous catheter. The pharmacy reported to the I-flow hot line nurse that the pump infused 5fu over 4 hours instead of 48 hours. Patient was admitted to the hospital on (B)(6) 2012, for treatment with antibiotics for neutropenic fever. Patient passed away on (B)(6) 2012. Patient contact: yes. Adverse event: yes. Medical intervention: yes. Lot number: customer provided lot number as 0200520387, but was not positive of lot number as the product was discarded. In checking the customers sales history and the returned stock from customer, I-flow has tested retains of this lot and provided results.

Manufacturer narrative:
Method: the actual sample used was discarded and not available for evaluation. I-flow tested 10 retain samples of lot number 0200520387 for flow accuracy. I-flow also received 24 units of lot 0200520387 from care point partners. Results: the 10 retain samples were tested for flow accuracy and all tested within specifications. The 24 returned units from care point partners also tested for flow accuracy and all 24 units tested within specification. Conclusions: a review of the device history record (DHR) was conducted for the lot number provided, and the device passed all manufacturing specifications prior to release. Lot number: customer provided lot number as 0200520387, but was not positive of lot number as the product was discarded. Should additional information become available, I-flow will submit a follow-up report.